Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. Details of surgery: ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.